Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified there is no damage to the valve. Leak test and microscopic analysis were performed which identified the unit does not leak and there is no damage to the valve. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no observed openings on the device or issues related with the complaint.

Event description:
Healthcare professional reported the device "would not take" and "the valve was not working properly". The device was not implanted. No patient contact occurred. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported the device "would not take" and "the valve was not working properly". The device was not implanted. No patient contact occurred. Surgery was completed with a backup device.